Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the contact saw a gummy substance coming out of the cartridge pigtail. The contact indicated that the cartridge had been filled with the last vial of insulin and with insulin from the an insulin pen.